Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tka in (B)(6) 2013. The patient was revised in (B)(6) 2022 due to issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: product ID: 02-010-01-0240 - logic femoral ps cem left sz 4, serial #: (B)(4), product ID: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, serial #: (B)(4), product ID: 200-03-38 - one peg patella 38mm, serial #: (B)(4). Correction/removal number: z-0021-2022.